Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for failed battery test alarm due to no act button response. Pump received with cracked on display window corners, broken reservoir tube lip, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 91 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.